Manufacturer narrative:
The customer declined philips service. No parts were returned for evaluation. Due diligence has been performed to obtain additional information about the reported event, including repair / resolution. To date, no further information has been received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the backup battery did not pass. The customer reported that the device was not in clinical use at the time the issue was discovered.